Manufacturer narrative:
The reported event is confirmed as manufacturing related. Four photos were received for evaluation. The first one shows a top view of a 2-way silicone catheter, the second one zooms into the deflated balloon. The last two photos show the catheter's cap nghz0014 and the tray's label. Received 1 all silicone foley catheter. Attempted to inflate balloon with inhouse syringe and 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) but solution immediately leaked to drainage funnel indicating lumen to lumen leak. The returned sample does not meet specification which states: "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR review is not required as CAPA 8266921 is applicable for this product lot number. Labeling review is not required as CAPA 8266921 is applicable for this product lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the surgery, foley catheter was naturally removed due to leakage of sterile water.

Event description:
It was reported that during the surgery, foley catheter was naturally removed due to leakage of sterile water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.